Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
The patient reported that they were seeing an healthcare provider in (B)(6) and the healthcare provider was increasing the pump once a month and at one point the patient fell asleep at the wheel. The patient stated it was morphine in the pump at that time but did not know dose or concentration. Additional information reported that the first pump had to be taken out (2006/2007) due to symptoms of too much medication and falling asleep driving. The patient had experienced nausea with the morphine. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.